Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The system error 345 that was experienced by the baxter puerto rico technician was not reproduced however there is evidence in the event history log of system error 345 messages occurring. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No cause was identified and no correct required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device displayed a system error 345 alarm several times. No additional information is available.